Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that they were getting a no delivery alarm during a bolus. The customer¿s blood glucose during the incident was 100 mg/dl. Troubleshooting was performed, and insulin exited. It was explained that there may be a possible site related or site and infusion set occlusion. It was noted that they had called back to report that the insulin pump had stopped working completely. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display anomaly noted. Unit had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.